Manufacturer narrative:
Concomitant medical products: 393007 crt-d implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to noise. There were numerous short v-v intervals. The pace/sense portion of the lead was capped and replaced. The high voltage portion remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.